Event description:
It was reported that the pump exhibited a travel coarse error. No patient injury was reported.

Manufacturer narrative:
Operator of device is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer and attached on 09-sep-2022, the event occurred during the annual testing. Customers were unaware if prior to this the errors occurred during use, there are no internal complaints stating patients were involved. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found non-OEM top case identified. Cracked right plunger case and bottom case by l-bracket. Functional testing found popping noise followed by 'travel coarse error - check clutch/plunger lever'. Replaced lead screw, clutch spring and both clutch halves due to normal wear. The root cause of the reported issue was found to be normal wear causing clutch halves to slip on the lead screw, parts are 7 years old. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).